Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an embolization treatment procedure, coil removal difficulties occurred. The target vessel was the severely tortuous gastroduodenal artery (gda). Another manufacturers' 0.020" microcatheter was placed in the target vessel. This 5mm x 12cm idc-18 soft coil was advanced outside the catheter, but not deployed. The physician wanted to reposition the coil; however, the coil would not retract into the catheter because it had become stuck in the lesion area causing the coil to stretch. The guide catheter, microcatheter, and coil were then withdrawn from the patient with 3cm of the distal coil protruding from the tip of the catheter during removal. No further coils were placed. No patient complications were reported and the patient's status is good.